Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is progressive clicking and looseness, moderate laxity, mild effusion, pain laterally, lax in both flexion and extension nearly equally. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to clicking, looseness, laxity, effusion, and instability. Poly was explanted, all other components were not lose or subsided. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Femur trabecular metal cruciate retaining (cr) catalog # 42502806602 lot # 65101637, tibial tray fixed bearing catalog # 00595404702 lot # 64545212, all poly petella catalog # 00597206535 lot # 65328270, unk bone cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00950, 0002648920-2023-00070.